Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device or excessive bending forces being applied during use. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.

Event description:
It was reported that the surgeon realized the burr was not spinning any longer, so he removed it from the patient. The scrub technician examined the burr and realized the tip was broken off. The surgeon performed an x-ray and the results revealed that the tip of the burr was still in the patient. The surgeon then had to make another incision to retrieve the broken tip. The retrieval of the broken piece was completed before the case was completed. Case: left wrist arthroscopy.